Manufacturer narrative:
The iabp was fully investigated by maquet service. However, the reported event was not duplicated and cause of the error was not determined. The event reoccurred on (B)(6), 2011 and it was narrowed down to the power supply. Refer to MDR # 2249723-2011-00181, 2249723-2011-00181 supplement 1 and (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit shut down. The pt was switched to another unit and therapy was continued. No pt injury was reported.